Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted after the suture sleeve slid down into the superior vena cava. Attempts to retrieve the suture sleeve caused the lead to dislodge. Upon explanting the lead it was noted that the suture sleeve had migrated down to the shocking coil. The suture sleeve was retrieved successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic inspections of the suture sleeve, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.